Event description:
The customer reported the insulin pump alarmed no delivery several times while priming. The caller stated that in the evening his glucose level dropped to 26mg/dl, and he fall. The customer broke his nose and went to the emergency room. The customer was unsure if his low blood glucose caused his fall or if he may have tripped. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.